Event description:
Radiation oncology physicist discovered that he had made an error in programming the treatment planning computer used in treatment of many patients; only patients involved were those requiring use of a "wedge factor;" this wedge factor was programmed into the system so that when the therapist ordered the radiation using the wedge factor, the dosage was increased; this resulted in 25 patients possibly receiving more radiation than intended. Details for the patients involved are: 20 females of ages 54, 41, 57, 50, 43, 33, 69, 50, 38, 52, 74, 63, 62, 55, 60, 38, 68, 81, 66, 62. There were five males, aged 56, 61, 62, 60 and 68.device not labeled for single use. Patient medical status prior to event: fair condition. There was multiple patient involvement. Number of patients involved: .device serviced in accordance with service schedule. Date last serviced: 01-jul-91. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted, computer software performance tests conducted. Results of evaluation: other. Conclusion: there was no device failure, user error caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided. The device was not destroyed/disposed of.